Event description:
It was reported the patient's ipg experienced premature end of life. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy restored post operatively.